Event description:
The customer reported to baxter quality relations that a no flow occurred during an infusion of premeds with the clearlink secondary medication set and a clearlink continu-flo solution set. The primary infusion was 250ml ns and was a kvo. The secondary solution was 50ml d5w and set to run 220ml for 20 minutes. The secondary was disconnected and reconnected two times and then flowed correctly. The check valve was inverted and tapped and the solution bag was squeezed to initiate flow. The drip chamber was not full/flooded and the no flow is occurring at the luer connection. There are no samples available for evaluation. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was performed on the reported lot and no deviations were noted. If additional information or samples become available, a follow up report will be submitted.